Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-jul-2019 the following findings: during investigation, the battery compartment was cracked and the display was found to be dim/fading. Additionally, there was contamination found under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack and a dim/fading display. This report is made based on results of investigation completed on 08-jul-2019.